Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and incorrect interpretation of signal on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the lead. The patient was in stable condition.

Manufacturer narrative:
Correction: for h6 and b5 should not have had incorrect interpretation of signal.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead, noise ended and the implantable cardioverter defibrillator and did not shock. On 28 apr 2022, the physician elected to cap and replace the lead. The patient was in stable condition.